Manufacturer narrative:
Film evaluation summary: the exact source/cause of the endoleak could not be determined from the films provided. Pre-implant anatomy and earlier post-implant films were not available for review and comparison. Films during the intervention where several endoanchors were implanted, including angiograms during the procedure to help determine the endoleak source, were also not returned. Review of CT¿s from 11 months post-implant revealed that an endurant aui and aortic cuff were both positioned proximally just below the lowest right renal artery. The proximal neck was extensively calcified, the infrarenal neck angulation measured ~50 deg, and there appeared to be 10mm of remaining proximal seal length. In addition, there was lack of stent graft opposition (~2mm gap) within the neck along the calcified posterior aortic wall, and a large area of calcification was also seen likely in contact with the anterior surface of the aui near the bottom of the neck. The maximum aaa diameter measured 72mm, and contrast was seen outside the stent gr aft within the proximal sac most likely from a proximal type I endoleak. A lumbar artery was also seen at the mid-aaa which potentially may have also been feeding the sac, therefore a type ii endoleak could not be ruled out. The cause of the probable proximal ty pe I endoleak appears most likely anatomy related; inadequate proximal seal due to the severely calcified and short neck, which may have been exacerbated by neck angulation. In addition to a possible type ii, a type iii fabric endoleak possibly caused by external abrasion from calcified neck also cannot be ruled out. Additional information received: an endurant ii limb was also implanted in the patient along with the endurant ii aui and aortic cuff. It was reported the unknown endoleak was first observed on an unknown date in the same year as the index procedure. The unknown endoleak was also noted on a CT scan carried out approximately 11 months post-index procedure. Diabetes, dyslipidemia, coronary disease, aortic valve replacement. Date of event updated; date of event: year only; date of birth added and age at time of event updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etcf2828c49ee. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui and aortic cuff were implanted in a patient for an unknown endovascular treatment. It was reported that the following year the patient presented with an unknown endoleak. A heli-fx guide and endoanchors were used in the patient to treat the endoleak. It was reported during the intervention procedure the when the back button of the heli-fx applier was pushed and held for some seconds until the sound of opening was heard, the blue light was then seen blinking. It was reported a new applier was used instead. The physician reported the cause of the event to be device related. It was reported that three endoanchors were successfully implanted. When the physician tried to implant a fourth anchor they simultaneously turned the blue handle of the applier and the white handle, a crack was heard and the guide stopped flexing. A second guide was not available to implant any more endoanchors. The physician reported the cause of the event to be user error. An unknown endoleak remained at the end of the intervention procedure. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.